Event description:
It was reported that the balloon ruptured. The 80-90% stenosed, de novo progressive target lesion was in the mildly tortuous and fibrotic left anterior descending artery. A 06/3.00 flextome cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured upon first inflation at 4atm when gradually increased with 5 seconds pause. The whole assembly was then taken out. The procedure was completed with another of the same device. No complications reported and patient was stable.